Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for the implantation site of their evoke closed loop stimulator (cls) not closing properly. The healthcare professional attributed this to suturing technique. A revision was performed to implant the cls at a different site and replace the leads. Following the revision procedure, the patient is reported to be recovering well.